Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 378 mg/dl, 114 mg/dl, and 116 mg/dl. 536 mg/dl and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.